Event description:
Report received that the device "shut off." The device was returned to the biomedical engineering department with an unsigned note that stated "shut off." No tracking info was provided therefore, specific pt info, pump programming, or event details were not available. Though requested, no add'l info was provided.